Event description:
It was reported that the patient had multiple backup battery faults (ebb) faults which were resolved by self-tests in the past, however this time could not be resolved until the ebb was replaced. A loaner ebb was placed, and alarms were resolved, however it was reported that the site was unable to transmit data from the white cable onto any screens. The patients international normalized ratio (inr) was 1.6 seconds, therefore a controller exchange was not able to be done at the time. The plan was to exchange to the backup system controller friday, 16aug2024. Additional information was provided that a controller was returned for analysis, indicating that the controller exchange was performed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of communication issues between system controller and system monitor was confirmed. The system controller (serial number: (B)(6)) was returned for analysis and connected to a system monitor to download log files from the returned controller. The system monitor did not detect the connected controller. The issue was isolated to the white power cable communication line due to an open loop. The power cable assembly was replaced with a known working power cable assembly, and a log file was downloaded (da221217) from the heartmate 3 system controller (serial number: (B)(6)) returned. The log file showed routine events within the file until the controller exchange performed on 16aug2024 at 14:22:45 when the driveline was disconnected. While the driveline was connected, pump speed was maintained above the low-speed limit and no irregular alarms were triggered in the log file. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history record were reviewed; the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.